Event description:
The patient was given our powdered product, citrizyme, a class I medical device enzymatic ultrasonic cleanser, mixed in a glass of water by the dentist to drink. Package labeling for citrizyme clearly states "not for human consumption." According to the dentist's office, it is a standard practice to administer to the patient a prepared solution of vitamin c to drink. The dentist mistook a packet of citrizyme for the packet of vitamin c. Patient contacted our office for information about this product. We informed the patient of the contents, and to seek medical attention. After several attempts to contact the patient, we finally spoke to her on (B)(6) 2011. She confirmed she went to the ER and they "ran a few blood tests" and contacted poison control. Poison control reported to the hospital that no preventative measures needed to be taken with citrizyme. The patient complained of "flu like" symptoms for a few days following ingestion, but feels fine now. (03/03/2012, please note: this is a resubmission of this report to correct MFR report#).

Manufacturer narrative:
.